Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer. The complaint device was not received for analysis. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported thrombus on the device occurred. In (B)(6) 2018, a 21mm watchman laa closure device was successfully implanted during a laa closure procedure. At the patient¿s 45 day follow-up on (B)(6) 2018, a transesophageal echocardiogram (tee) was performed revealing thrombus on the closure device. The laa remained adequately sealed. The patient is currently doing fine and will remain on their anticoagulation therapy. A repeat tee will be performed in 6 weeks.